Event description:
Customer called to report an over delivery of insulin. Customer stated she accidently delivered 10 units of insulin instead of 1 unit. As a result, blood glucose was decreased by 40 points. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.